Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during basal. Blood glucose value was 407 mg/dl. The customer disconnected at the quick release and insulin did not exit the tubing during fixed prime. She reconnected and ran fixed prime again and insulin did exit. She removed the infusion set and stated the cannula was not bent. The customer was advised the site may be occluded. Customer was advised the infusion set would be replaced and to return the product for analysis.